Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure using a preclose technique in the common femoral artery before an abdominal aortic aneurysm procedure. Reportedly, during deployment, when the plunger was pulled out the suture broke. Another proglide was used and hemostasis was achieved. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00214, 00216. This event occurred in (B) (6).

Event description:
Allegedly removed during a revision surgery of another component.

Manufacturer narrative:
Conclusion: no failure detected. Complaint history reviewed. Device history record reviewed. The product was not returned and no images were provided. There was no complaint stated for this component. The DHR was reviewed and product met specification when manufactured. There have been no other complaints against this lot.